Manufacturer narrative:
This event was not reported within 30 days because qiagen has information available that would enable a person who is qualified to make a medical judgment to reasonably conclude that the device did not cause or contribute to the adverse event. However, in an abundance of caution and in the interest of open communication, qiagen is providing an MDR reports for this case due to the proximity of the test to a death, despite the absence of reasonable causation.

Event description:
On (B)(6) 2017, complaint #(B)(4) was reported of an unexpected negative result. Amnisure rom test was performed greater than 12 hours after suspected rupture and there may not have been amniotic fluid present at time of testing. Patient ((B)(6)) was tested 16 hours after suspected rupture. Customer reported an odor was noted that suggested infection. The patient was told that the baby was in danger and it was recommended to induce labor. The patient was non-complaint according to nursing staff refusing treatment. The next day the patient returned and the baby had died and the mother had infection. The amnisure test was used as intended with other clinical information and did not directly or indirectly cause or contribute to the adverse outcome as the patient declined recommended medical care.